Manufacturer narrative:
A ge service representative performed an on site investigation. The f9 fuse was evaluated and reseated. The 5vdc power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.